Event description:
It was reported that cartridge alarm occurred on tandem mobi pump, with caller noting repeated cartridge alarms across consecutive cartridges and uncertainty about whether issue occurred during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate method if necessary, while technical support confirmed alarm type, verified pump warranty status, arranged shipment of replacement pump with updated software, and provided instructions for storage mode, pump return within specified time, and re-entry of pump settings and connection of continuous glucose monitor to replacement pump.